Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump had stuck button alarm. Customer¿s blood glucose was unknown at the time of incident. Customer states they did not press a button down for 3 minutes or longer. The customer was advised to revert to the back-up plan. The insulin pump will not be returned for analysis.